Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient¿s atrial lead began exhibiting lead noise in 2012. The lead was monitored. On (B)(6) 2018, the lead was removed and replaced during a routine generator change. The patient was stable throughout.